Event description:
Surgeon was performing a discectomy on (B)(6) male on herniated disc at l4/l5. At the end of the procedure, the surgeon noticed the stainless steel wire tip on the device tip was broken and confirmed by fluoroscopy that it was indeed embedded in the nucleus pulposus. Surgeon completed the case and chose to leave the broken tip in place within the pt disk.

Manufacturer narrative:
Fluoroscopic images supplied by distributor showed the dumbbell device tip was at an angle to the device shaft. Operating the device with the tip bent exerts excessive stress on the auger that can result in premature fatigue failure. The IFU cautions the user from using the device if this condition exists. Review of batch records show that all release criteria were met for the subject device lot. Upon eval, it was confirmed that auger failure just distal to the sheath tip resulted in complete dumbbell tip separation from the device. The failure mode was recreated in a bovine disc model. This damage to device was able to be reproduced only by plunging the device beyond the nucleus and boring into the opposite annulus. Per the instruction for use (IFU) the user is advised to not contact annulus with the device tip. When doing this there is notable audible and tactile feedback via the motor slowing down, vibration in the handle and difficulty plunging as the device is not intended as a "front-cutting" mechanism. The fluoroscopic images from the case also show that the dumbbell tip was at an angle to the device shaft. The IFU cautions the user from using the device if this condition exists. The fluor image shows that the distal tip is in very close proximity to the superior endplate, indicating that the dumbbell tip may have been plunged into direct contact with the endplate. Furthermore, the dumbbell tip is positioned well past the midline of the disc, indicating that the dumbbell tip may have been plunged into annulus. The IFU includes cautions that the tip should not touch the inner annulus or endplate. Operating the device with the tip bent (which can result from contact with endplate or annulus) exerts excessive stress on the auger that can result in premature fatigue failure. Therefore, it seems that the likely cause of the failure was the device running into rough tissue (such as annulus) and/or against endplate, resulting in bending of the device during use and premature fatigue failure.